Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0055 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter broke in the patient's arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the catheter just distal to the molded joint. The ink of the 0 cm depth marker was observed to be faded. A microscopic observation revealed the fracture surfaces of the split were rough and uneven with a somewhat granular texture. The edges of the split were observed to be jagged and many small and uneven but thin flaps of material on the break surfaces. Whitening of the catheter material was observed on the catheter surface opposite the split. While the exact cause of the split in the returned catheter could not be determined, possible causes include material fatigue and/or excessive tensile (pulling) force on the catheter tubing.

Event description:
It was reported the catheter broke in the patient's arm. No other information was provided.